Event description:
During a clinic follow-up, a decrease in the battery longevity was observed and premature battery depletion was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.